Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. On 22-apr-2016 the system passed initial testing. On 01-may-2016, further testing found that battery charging board #1 & 2 did not pass testing. The battery charging boards 1 & 2 were replaced parts, and the rep continued troubleshooting the system. On 02-may-2016, the x-ray generator showed error code# 11. The rep installed a new charging / discharging monitor pcba and resolved the error#11 and the constant beeping noise that was initially reported. While installing the charging board, the chip ((B)(4)) was accidentally broken unrelated to the reported event and replaced. The imaging system passed the system checkout. The battery charging boards have been received by the manufacturer and are currently under analysis.

Event description:
A biomed representative reported that the image acquisition system (ias) was beeping continuously and not booting past "initializing please wait" step. Rebooting the ias and mobile view station (mvs) did not resolve the issue. The issue occurred before a case with no patient was present.

Manufacturer narrative:
The suspect battery charging boards and charge/discharge monitor were returned to the manufacturer for analysis. The suspect battery charging boards was found to be fully functional with no problem found. The battery charger 1 board passed bench testing. All outputs were within specified range. The battery charger 1 board was installed in the imaging test system and the system charged as expected. Second and 3d imaging were successful. No problem found. The battery charger 2 board passed bench testing. All outputs were within specified range. There was audible noise on channel d under min load. Visual inspection noted many leaking capacitors. The battery charger 2 board was installed in the imaging test system and the system charged as expected. Second and 3d imaging were successful. No functional problem found; visual inspection noted many leaking capacitors. The charge/discharge monitor board was installed in the imaging test system and on system start-up it entered generator error 11 state. Ds1 was lit, and q1 is not shorted. The reported issue was confirmed to be caused by an electrical failure.